Event description:
It was reported via repair work order that the fowler was drifting due to a malfunctioned fowler gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was drifting due to a malfunctioned fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported the fowler was drifting due to a malfunctioned motor; the investigation concluded, however, that the fowler was drifting because of a malfunctioned gas cylinder.